Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 59mg/dl. It was stated that the customer had a stroke and was paralyzed on the right side of his body. It was stated that the customer had unexplained low blood glucose for (B)(6). Troubleshooting was performed. It was stated that the customer was treated with a glucagon shot. Reviewed the programming and found that the mother changed the basal rates while the customer was in the hospital. The mother stated that she is not sure if the settings are accurate. Instructed the mother to disconnect and remove the reservoir to know if the status screen and reservoir has the same amount of insulin left. The caller stated that infusion set and reservoir were changed. Performed a displacement test and the test passed. No further info was provided.